Manufacturer narrative:
Final device analysis of the extension (serial # (B)(4)) revealed the following: the #0 conductor was broken 42 cm from the proximal end (overstress/damage) due to the breached depression at the same location. Breached depression in the outer insulation was also observed 35 cm from the proximal end. Final device analysis of the extension (serial # (B)(4)) revealed the following: breached depression was observed on the outer insulation 35.5 cm from the proximal end.

Event description:
It was reported during a battery depletion surgery, the healthcare provider noted that both extensions had some erosion of the insulating cover. One was so eroded that a contact wire was exposed, they were both removed and replaced. It was later reported that the depleted battery was "presumably" normal battery depletion, "if the battery was depleted." It was stated that it was assumed that the battery was depleted because it was "so old." The patient reportedly was getting "good" parasthesia in his legs as of (B)(6) 2013, and was "happy" with the new battery. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 7489, serial# (B)(4), explanted: (B)(6) 2013: product type extension; product ID 7489, serial# (B)(4), explanted: (B)(6) 2013: product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received indicated that the patient was doing ok with the new battery and extensions. This information was also reported in a related manufacturer report #9614453-2013-01474.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.